Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported o2 flow accuracy test failed. There was no patient involvement.

Manufacturer narrative:
MFR received date: 07jul2019. The manufacturer¿s technical services (ts) confirmed the reported issue. The customer is using revision g manual and was recommended to use service manual revision k and re-test the unit. The customer re-tested the unit using the revision k manual to address the reported problem. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.